Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was no staple line bleeding or leakage but there was a vigorous air leak immediately in post-op. There was tissue damage and the incision was extended. The patient had preoperative chemotherapy.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a robotic laparoscopic lobectomy procedure. The stapling device was applied to the bronchus. Days post-operatively, the bronchial staple line broke down acutely. A reoperation was required due to the issue. There was temporary injury as a result. The surgical time was extended by thirty minutes or more. The event lead to or extended the patient's hospitalization time.